Event description:
It was reported that the locking pin snapped while being placed back into the vehicle. There was no patient involvement or adverse consequences reported.

Manufacturer narrative:
Device has been evaluated.

Event description:
It was reported that the retaining post broke while being placed back into the vehicle. There was no patient involvement or adverse consequences reported.